Manufacturer narrative:
(B)(4). Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this patient received inappropriate anti tachycardia therapy as well as a maximum of six shocks in the ventricular tachycardia zone while shoveling snow. The device functioned as programmed. Technical services discussed the case with the field representative and discussed possible programming options. The device remains implanted. No adverse patient effects were reported.